Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they experienced high blood glucose of 500 mg/dl. The customer's blood glucose was 370 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer's blood glucose was 175 mg/dl at the end of call. The customer also reported low blood glucose of 55 mg/dl and treated with glucose tablets. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.